Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the anode conductor coil was fractured approximately 29.0 cm from the terminal pin. Due to the location and the type of damage exhibited, it was concluded that the

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pace impedance and increased pacing threshold measurements. An x-ray was obtained which confirmed lead fracture. A revision procedure was performed wherein the lead was explanted and replaced. No adverse patient effects were reported.